Event description:
Overdelivery reported. The pump was set to infuse a 500ml solution of heparin at 10ml/hr via primary line. At an unspecified time later the nurse noted the IV container to be empty. The "rate of infusion was calculated to be approximately 930ml/hr when considering the amount of solution gone and the time frame." There were no adverse effects to the pt, no medical intervention was required. Customer risk management investigation indicates possible user error, she does not feel the pump malfunctioned.